Event description:
The customer reported that touchscreen and keyboard were inoperative. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse f6 and removed the monitor covers and verified no pinched or broken wires. He also verified isolation of touchscreen from any metal contacts and verified touchscreen and keyboard operation. The system operates as intended.